Event description:
Duotube (nasogastric tube) discontinued by registered nurse (rn). Rn noticed the metal end of the duotube missing. Md notified and ordered CT scan of abdomen. CT scan revealed no evidence of radiopaque foreign body or metallic portion of nasal jejunal tube. No patient harm.